Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported in journal article by kondo, rinako, et al. (2025), "countermeasures and current status at our hospital regarding malfunction events leading to safety mode transition in boston scientific ingenio devices." Hrs 2025 aphrs 2025 that certain ingenio models transition to safety mode during the late stage of battery life. At this hospital, a response flow was created through discussions among the medical safety management department, relevant clinical departments, and clinical engineers. Two cases were under follow-up at this facility. One case was followed up at another facility; however, device replacement occurred at this facility. No adverse patient effects were reported. The model/serial numbers for the involved devices were not provided.

Manufacturer narrative:
This report is being submitted as this device did not exhibit a product performance anomaly. Therefore, this event no longer meets complaint criteria. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
A journal article reported that, at this facility, a response flow was developed as a countermeasure to certain ingenio device models transitioning to safety mode during the late stage of battery life. The article described that an event was identified when a device was found to be in safety mode. For patients with the affected ingenio models, explanations of the event were provided, outpatient follow-up was performed, and prophylactic device explant occurred when the remaining battery life of a device was less than four years. No such events occurred at this facility; however, two cases were placed under follow-up. One event was followed up at another facility; however, device replacement was performed at this facility. It was suspected that the absence of events during follow-up at this facility may be attributable to implementation of the response flow. No adverse patient effects were reported. The model/serial numbers for the involved devices were not provided.